Event description:
Patient reported right side "wrinkled" and "fluid on right side" confirmed via physician. The device has been explanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Information contained in this report was previously submitted through asr/psr on 17 jul 2013. A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: fluid on the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Wrinkling: is observed in the device. Additional observations: broken in posterior assessed as surgical damage. Wear abrasion is observed. Missing shell assessed as inconclusive. White particles calcification -like in device outer surface. No further actions are required as the device was implanted.

Event description:
Patient reported right side "wrinkled" and "fluid on right side" confirmed via physician. The device has been explanted.